Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard xp medial bearing, catalog#: unknown lot#: unknown, unknown vanguard xp lateral bearing, catalog#: unknown lot#: unknown, unknown vanguard xp femoral, catalog#: unknown lot#: unknown. Initial reporter: florian baumann, werner krutsch, michael worlicek, maximiliam kerschbaum, johannes zellner, paul schmitz, michael nerlich, and carsten tibesku ¿reduced joint-awareness in bicruciate-retaining total knee arthroplasty compared to cruciate-sacrificing total knee arthroplasty¿ arch orthop trauma surg doi: 10.1007/s00402-017-2839-z. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00127, 0001825034-2018-00128, 0001825034-2018-00129, 0001825034-2018-00130. Product location unknown.

Event description:
It was reported in a journal article that one patient underwent arthroscopic debridement due to limited range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.